Event description:
According to the reporter during a distal radius open reduction interbody fusion (orif) procedure, the k-wire broke off at the bead and thread tip during insertion. The surgeon used a coker instrument to remove all fragments from the wound. The surgeon was then able to complete the procedure with no further problem. The surgeon noted to the consultant that the wire had not been inserted too far, and it snapped when he tried to remove the wire.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Placeholder.